Manufacturer narrative:
This investigation is ongoing. Upon further information this investigation will be updated.

Event description:
It was reported that it was not possible to interrogated this device with the programmer. No telemetry was noted. No changes were made at this time as the physician is waiting until the patient is in better condition. No adverse patient effects were reported. The device remains implanted.